Event description:
Approximately five or six patient urine samples generated a false negative result for leukocytes. Upon microscopic repeat, each sample gave a positive reading varying from 25 to greater than 100 leukocytes/ul. The initial results were not reported. The field service representative determined the strip guide was bent. The instrument was repaired.